Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On the same day, it was reported that the patient was driving and started to experience sweating and difficulty to concentrate but the cgm was showing normal readings. However, he did not receive any alerts on his app, so he assumed his phone was showing normal readings and did not check it. Therefore, he was unable to provide the cgm readings prior to the accident. There was no issue with the alerts. Due to the hypoglycaemia the patient experienced loss of consciousness and a car accident. The paramedics were called by the people on the scene and they treated the patient with IV glucose. The patient was taken to the hospital and treated at the emergency room IV glucose and medication for pain and a prescription for naproxen. When the patient arrived at the hospital the bg reading was 37mg/dl and there was no cgm reading reported. The next day in the morning the nurse took a bg reading which was 122 mg/dl and the cgm reading was 181 mg/dl. Due to the car accident the patient also experienced a strain of lumbar region. The patient was discharged after 24 hours. At the time of the report the patient was slowly recovering but was still feeling pain from the crash. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.